Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had battery cap contact missing, cracked case, broken battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails and pillowing keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Blank display due to misaligned battery tube. Battery contact missing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer stated that the location of the damage was at the case of the battery tube side and the battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the blank display, and the customer is not using the correct battery cap for the pump. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for the battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1884.